Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 2000, visited the clinic for an audio processor upgrade at the beginning of (B)(6) 2014, and was hearing well afterwards. After a while a strange noise was experienced and the patient suddenly no longer had access to sound with the device. Re-implantation is considered, but the date is not yet known.